Event description:
The surgeon implanted a collamer lens model cc420bf and was damaged during implantation, the incision was enlarged when the lens was removed. There were no other pt injuries noted and it is unk if there was a product malfunction.